Event description:
The customer reported that the display was solid white and not readable.

Manufacturer narrative:
The customer reported that the display was solid white and not readable. The device was evaluated at philips, and the symptom was confirmed. Reseating the lcd connection to the main board resolved the issue.